Event description:
It was reported that a leak was observed at the filter while the set was being primed with saline, prior to chemotherapy infusion. It was further confirmed during follow up, that there was no patient involvement associated with this event, and subsequently, no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer¿s report that the set was leaking at the micron in-line filter site was confirmed. The set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Clear liquid was observed within the 0.2 micron adult filter and throughout the set. No anomalies or evidence of damage were observed on the filters or the set upon initial visual inspection. Functional testing was performed. The set reprimed slowly while fluid was observed leaking from the 0.2 micron filter bottom air vent (termed ¿weeping out¿). No other leaks or anomalies were observed. The root cause of the leak was not identified. Device history record for model 11532269 lot 19096335 shows that the set was manufactured on 20 september 2019 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that leak was observed at filter while the set is being primed with saline prior to chemotherapy infusion. There was no patient involvement.